Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the scope had poor visibility was confirmed. The following defects were found during evaluation : outer tube damaged, needle outer tube bent. Outer tube damaged, distal tip distal tip damaged. Shaver damage to distal tip distal tip has deposits. Optical system, optical components broken lenses in optical system. The defective parts were replaced and the device was tested and found to be working according to specifications. The damage to the outer tube and the broken lenses are most likely a result of user mishandling of the device or a possible fall. The damage to the distal tip is due to contact with the shaver during a surgical procedure as identified during evaluation. Improper cleaning / maintenance is the root cause of the deposits on the distal tip. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h6: method codes: a manufacturing record evaluation was performed for the finished device [1381351] number, and no non-conformances were identified d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
As reported by the facility via email, they were unable to see with the scope. Another scope was brought in to complete the procedure with no delay and no patient harm